Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for the ¿ventral hernia repair using prolene mesh¿ were not provided]. (B)(6) 2005: northern arizona healthcare-flagstaff medical center. Kenneth v. Salce, md. Radiology-upper gi and small bowel follow-through. Indication: abdominal distension and pain with bloating. Impression: spontaneous gastroesophageal reflux associated with a small sliding hiatal hernia. No esophageal inflammatory change, stricture, or ulcer detected. Normal stomach and duodenum. Normal small bowel follow-through. No evidence of obstruction or adhesive disease detected. (B)(6) 2005: northern arizona healthcare-flagstaff medical center. Edward p. Herman, md. Radiology-CT abdomen/pelvis. Indication: pain. Impression: gallbladder removed. No evidence of bowel obstruction. Mild prominence of pancreatic duct of incidental note, but no evidence of pancreatic mass or pancreatitis. The remainder of the abdomen and pelvis appear unremarkable. No focal inflammatory changes are seen. (B)(6) 2005: northern arizona healthcare-flagstaff medical center. William t. Beisser, md. Radiology-xr barium enema. History: abdominal pain, rule out colon obstruction. Impression: nonobstructed colon. (B)(6) 2005: northern arizona healthcare-flagstaff medical center. Kraig a. Knoll, md. Operative report. Diagnoses: partial small bowel obstruction secondary to adhesions. Incarcerated umbilical hernia. Procedure: diagnostic laparoscopy with enterolysis and repair of umbilical hernia. Assistant: none. Anesthesia: general endotracheal. Procedure in detail: ¿in the supine position under general endotracheal anesthesia, she is prepped and draped in the usual sterile fashion. A left upper quadrant, 12-mm hasson port is placed in the open fascia and the abdomen inflated to 15 cm of water pressure with co2. Two 5-mm ports were placed in the left lower quadrant under camera guidance. Incarcerated omentum was noted in an umbilical hernia. This was bluntly reduced. Small bowel was run from the terminal ileum to the ligament of treitz. Approximately three feet from the terminal ileum, there was a band of adhesions between two loops of ilium, which was quite dense. This was divided freeing up a loop of small bowel. The remainder of the small bowel was without adhesions. The umbilical hernia was repaired with a gore dualmesh plus, which was tacked to the anterior abdominal wall with 4-0 gore-tex stay sutures and endotak. Ports were then removed. The abdomen was deflated. Left upper quadrant 12-mm port site was closed at the fascial level with 0 vicryl. Skin was closed with 4-0 monocryl subcuticular. Sterile dressing was applied. She was taken to the recovery room in satisfactory condition. All sponge, needle, and instrument counts were reported as correct.¿ product identification records for the alleged ¿gore dualmesh plus¿ were not provided. (B)(6) 2005: northern arizona healthcare-flagstaff medical center. Kraig a. Knoll, md. Discharge summary. Postop day 1 with regular bowel movements, tolerating liquid diet. Discharged home on percocet for pain. (B)6) 2005: northern arizona healthcare-flagstaff medical center. Daniel l. Shaw, md. Emergency department visit. Nauseous-no vomiting. Abdomen feels so distended that she is afraid the surgical incisions will open up. Abdomen: distended, bowel sounds hyperactive, diffuse mild tenderness, soft, without rebound or guarding. Abdominal incisions do not show any sign of secondary infection or bleeding. Felt patient most likely has bowel obstruction-admitted. (B)(6) 2005: northern arizona healthcare-flagstaff medical center. Stephen v. Ward, md. Radiology-acute abdominal series. Gi gas pattern nonspecific with no localizing findings. No significant small bowel distention. No free air or mass lesions identified. (B)(6) 2005: northern arizona healthcare-flagstaff medical center. Kraig a. Knoll, md. History and physical. Has had almost no bowel movements since previous hernia operation. Multiple enemas and laxatives with little to no improvement. Abdomen: diffusely distended, mild diffuse tenderness, hypoactive bowel sounds. Assessment: obstipation probably secondary to laxative abuse resulting in an adynamic colon. Colon might be damaged by laxative abuse to the point where it will never gain normal motility. Might require a subtotal colectomy with ileoproctostomy. She has asked for this operation. Discussed that this is a somewhat extreme measure but is indicated in some circumstances. (B)(6) 2005: northern arizona healthcare-flagstaff medical center. Stephen v. Ward, md. Radiology-gastrografin enema. No obstructing mass or mucosal alteration identified. Minimal diverticulosis, otherwise negative. (B)(6) 2005: northern arizona healthcare-flagstaff medical center. Kraig a. Knoll, md. Discharge summary. Diagnosis: colonic inertia. Has been on erythromycin for gi motility since then without any subsequent bowel movements. Abdomen remains moderately distended. Plan is for outpatient vigorous fiber treatment. If this does not improve, may need total colectomy. (B)(6) 2005: northern arizona healthcare-flagstaff medical center. Kraig a. Knoll, md. Operative report. Diagnosis: colonic inertia. Procedure: total abdominal colectomy with ileocolostomy. Assistant: huang. Anesthesia: general endotracheal. Procedure: ¿in the supine position under general endotracheal anesthesia, she is prepped and draped in the usual sterile fashion. A midline incision is made and dissection carried down into the abdominal cavity. Previous umbilical gore mesh was removed as were all of the endotacks. Right colon was grasped and elevated. Mesentery was scored along the white line of tolt laterally and medially on the mesenteric edge. The terminal ileum was divided with the gia stapler and mesenteric vessels were taken sequentially over 0 vicryl ties up to the hepatic flexure. Omentum was then dissected off the transverse colon with blunt dissection and electrocautery. Mesenteric surface along the transverse colon was scored on each side in a likewise fashion and vessels taken in a likewise fashion. Left and sigmoid colon was then freed up by incising along the white line of tolt laterally. Splenic flexure was taken down over sequential 0 vicryl ties and was the left and sigmoid colon. Approximately 5 to 6 inches of distal sigmoid colon was left and the colon was transected at this point with another gia stapler. Side to side ileocolic anastomosis was created with a gia stapler, firing a ta stapler across the toe of the anastomosis. Upon squeezing the anastomosis, there was some leaking of stool at the junction of the two staple lines. This was oversewn with interrupted 3-0 silk sutures. The lumen of the bowel was then squeezed again and no leak was evidenced. Crotch stitch was placed at the crotch of the anastomosis to secure this. Omentum was then freed up and wrapped around the anastomosis intact in the left lower quadrant peritoneum. Fascia was then closed in the midline with a running #1 looped prolene suture. Subcutaneous tissue was irrigated until clear. Skin was closed with skin clips. Sterile dressings were applied. She was taken to recovery in satisfactory condition. All sponge, lap, needle, and instrument counts reported as correct.¿ continued on attachment. - attachment: [section h10_11 continuation 2017233-2019-00689.pdf].

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal and additional surgeries. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient code (1930) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2005 through (B)(6) 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: chronic obstructive pulmonary disease [copd]. Peptic ulcer disease [pud]. Diverticulitis. Hiatal hernia. Abdominal hernia. Type ii diabetes. Gastroesophageal reflux disease [gerd]. Smoking: (B)(6) 2011: ¿has stopped over four years ago.¿ (B)(6) 2014: ¿smoked for approximately 20 years at 1 pack a day.¿ surgical procedures: unknown date: bowel resection for diverticulitis. (B)(6) 1998: total abdominal hysterectomy with bilateral salpingo-oophorectomy. (B)(6) 2001: cholecystectomy. 2003: removal of adhesions 2004: appendectomy and removal of adhesions (B)(6) 2005: diagnostic laparoscopy with enterolysis and repair of umbilical hernia with #1 gore dualmesh plus. [No product identification information provided and no allegations.] (B)(6) 2005: total abdominal colectomy with ileocolostomy. (B)(6) 2006: laparoscopic ventral hernia repair with gore dualmesh plus. Extensive enterolysis. Repair of serosal injuries x two. Implant #2: gore® dualmesh® plus biomaterial. (B)(6) 2006: diagnostic laparoscopy converted to laparotomy with removal of mesh; abient irrigation of abdomen. (B)(6) 2009: laparoscopic ventral incisional hernia repair with 30 cm x 22 cm polytetrafluoroethylene gore dualmesh plus. Implant #3: gore® dualmesh® plus biomaterial. [No allegations for this device.] (B)(6) 2009: exploratory laparotomy. Removal of previously-placed ventral incisional hernia mesh. Closure of small bowel perforation in the mid-jejunum with abdominal irrigation. Relevant medical information: (B)(6) 2005: upper gi and small bowel follow-through. Indication: abdominal distension and pain with bloating. Impression: ¿spontaneous gastroesophageal reflux associated with a small sliding hiatal hernia. No evidence of obstruction or adhesive disease detected.¿ (B)(6) 2005: CT abdomen/pelvis. Indication: pain. Impression: ¿gallbladder removed. No evidence of bowel obstruction. No focal inflammatory changes are seen.¿ implant #1 preoperative complaints: (B)(6) 2005: preoperative diagnoses: ¿partial small bowel obstruction secondary to adhesions. Incarcerated umbilical hernia.¿ implant #1 procedure: diagnostic laparoscopy with enterolysis and repair of umbilical hernia. [Implant: gore® dualmesh® plus biomaterial] [product ID not provided and no allegations against this device ¿ no mw ever sent.] Implant #1 date: (B)(6) 2005 (hospitalization dates (B)(6) 2005): description of hernia being treated: ¿a left upper quadrant, 12-mm hasson port is placed in the open fascia and the abdomen inflated to 15 cm of water pressure with co2. Two 5-mm ports were placed in the left lower quadrant under camera guidance. Incarcerated omentum was noted in an umbilical hernia. This was bluntly reduced. Small bowel was run from the terminal ileum to the ligament of treitz. Approximately three feet from the terminal ileum, there was a band of adhesions between two loops of ilium, which was quite dense. This was divided freeing up a loop of small bowel. The remainder of the small bowel was without adhesions.¿ implant size and fixation: ¿the umbilical hernia was repaired with a gore dualmesh plus, which was tacked to the anterior abdominal wall with 4-0 gore-tex stay sutures and endotak. Ports were then removed. The abdomen was deflated. Left upper quadrant 12-mm port site was closed at the fascial level with 0 vicryl. Skin was closed with 4-0 monocryl subcuticular.¿ (B)(6) 2005: discharge summary. Discharged home. Explant #1 preoperative complaints: (B)(6) 2005: inpatient hospitalization. (B)(6) 2005: presented to emergency department with abdominal distention. ¿exam: diffuse mild tenderness. Abdominal incisions do not show any sign of secondary infection or bleeding. Felt patient most likely has bowel obstruction - admitted.¿ (B)(6) 2005: history and physical. ¿abdomen: diffusely distended, mild diffuse tenderness, hypoactive bowel sounds. Assessment: obstipation probably secondary to laxative abuse resulting in an adynamic colon. Colon might be damaged by laxative abuse to the point where it will never gain normal motility. Might require a subtotal colectomy with ileoproctostomy. She has asked for this operation. Discussed that this is a somewhat extreme measure but is indicated in some circumstances.¿ (B)(6) 2005: discharge summary: ¿diagnosis: colonic inertia. Has been on erythromycin for gi motility since then without any subsequent bowel movements. Abdomen remains moderately distended. Plan is for outpatient vigorous fiber treatment. If this does not improve, may need total colectomy.¿ explant #1 procedure: total abdominal colectomy with ileocolostomy. Explant #1 date:(B)(6) 2005 (hospitalization dates (B)(6) 2005): (B)(6) 2005: procedure: ¿a midline incision is made and dissection carried down into the abdominal cavity. Previous umbilical gore mesh was removed as were all of the endotacks. Right colon was grasped and elevated. Mesentery was scored along the white line of tolt laterally and medially on the mesenteric edge. The terminal ileum was divided with the gia stapler and mesenteric vessels were taken sequentially over 0 vicryl ties up to the hepatic flexure. Omentum was then dissected off the transverse colon with blunt dissection and electrocautery. Mesenteric surface along the transverse colon was scored on each side in a likewise fashion and vessels taken in a likewise fashion. Left and sigmoid colon was then freed up by incising along the white line of tolt laterally. Splenic flexure was taken down over sequential 0 vicryl ties and was the left and sigmoid colon. Approximately 5 to 6 inches of distal sigmoid colon was left and the colon was transected at this point with another gia stapler. Side to side ileocolic anastomosis was created with a gia stapler, firing a ta stapler across the toe of the anastomosis. Upon squeezing the anastomosis, there was some leaking of stool at the junction of the two staple lines. This was oversewn with interrupted 3-0 silk sutures. The lumen of the bowel was then squeezed again and no leak was evidenced. Crotch stitch was placed at the crotch of the anastomosis to secure this. Omentum was then freed up and wrapped around the anastomosis intact in the left lower quadrant peritoneum. Fascia was then closed in the midline with a running #1 looped prolene suture.¿ (B)(6) 2005: pathology report. Gross description: ¿received in formalin is the stump of the terminal ileum, the cecum, and the colon. The specimen measures approximately 52 cm in length and ranges in diameter from 3 cm at the terminal ileum, to 5.5 cm at the cecum to 3 cm at the mid portion of the colon.¿ diagnosis: ¿colon, total colectomy: 1) clinical history of colonic dysmotility. 2) focal colonic dilatation. 3) negative for malignancy.¿ (B)(6) 2005: discharge summary. ¿patient had complications of severe gastric ileus treated with reglan and nasogastric suction and watery diarrhea. After several days this defervesced.¿ ¿on discharge was continent of liquid stool with no further nausea and vomiting, abdomen was benign and wound healing well.¿ relevant medical information: (B)(6) 2005: upper gi series & small bowel follow through. Impression: ¿very small sliding type hiatal hernia with frequent episodes of gastroesophageal reflux but no associated active ulcerations of esophagus. Mild presbyesophagus. Mild relative narrowing of small bowel loops in left side of abdomen and upper pelvis with somewhat angulated configuration of small bowel loops in the right lower quadrant and pelvis consistent with low grade partial small bowel obstructions likely related to adhesions. No convincing evidence of significant stenosis at the ileocolonic anastomosis in the patient who is status post subtotal colectomy.¿ (B)(6) 2006: history and physical. ¿1 to 2 week history of abdominal pain, worse with eating. Mild distention. CT abdomen & pelvis showed good passage of oral contrast down to what appears to be the terminal ileum area, no passage into the colon, suggesting possible distal obstruction.¿ (B)(6) 2006: x-ray barium enema. Impression: ¿findings consistent with subtotal colectomy with only rectum and possibly some sigmoid being visualized with surgical staple line in the left lower mid pelvis region. Mild non-specific dilatation of multiple small bowel loops.¿ (B)(6) 2006: discharge summary: ¿probable viral condition. Discharged to home.¿ implant #2 preoperative complaints: (B)(6) 2006: history and physical. ¿the patient is very well known to me with a history of colonic inertia status post total abdominal colectomy with ileorectostomy. Very weak fascia at the time of surgery and was known to be a high risk for ventral hernia, which she eventually developed. This was repaired laparoscopically. Since hernia repair has had some abdominal bulging above intraperitoneal mesh. CT scan shows ventral hernia above previous mesh repair. No change in bowel or bladder habit changes. Abdomen: soft with reducible upper ventral hernia above previous mesh placement. No other palpable masses.¿ implant #2 procedure: laparoscopic ventral hernia repair with gore dualmesh plus. Extensive enterolysis. Repair of serosal injuries x two. [Implant: gore® dualmesh® plus biomaterial 1dlmcp07/unk, 20cm x 30cm x 1 mm thick]. Implant #2 date: (B)(6) 2006 [hospitalization (B)(6) 2006]. Wound classification: not provided. Description of hernia being treated: ¿the entire abdominal cavity was adhered with loops of small bowel, except for the left gutter. It was possible to gently sweep omentum off the anterior abdominal wall and the left gutter down to the left lower quadrant where an additional 12 mm port was placed. Dissection was then carried out with a combination of blunt and sharp dissection, sweeping loops of small bowel and omentum off the anterior abdominal wall. Mostly, gentle blunt dissection was adequate. In a few areas there was adherence of the loops of bowel to the previous mesh, which were sufficiently dense to require sharp dissection. All of these areas were carefully inspected and no enteric injuries were noted. This continued across the midline to the right lower quadrant, which was then exposed. A right lower quadrant 5 mm port was then placed. The port nicked a loop of small bowel. This was gently dissected off the abdominal wall and inspected. The small bowel was milked and no enteric contents exited the circular defect in the serosa. However with the pointed tip of the trocar, it was felt that it was probably down to the mucosa. Therefore, this was closed with a figure-of-eight 2-0 surgidac suture laparoscopically. In dissecting this loop of small bowel off of the edge of the previous mesh, a serosal injury approximately three-quarters of a centimeter in length was made. This was sewn up with two simple 2-0 surgidac sutures laparoscopically. A t no time were any enteric contents visualized, despite milking this area and then testing to test the repair. The remaining intestinal contents and omentum were then dissected off the anterior abdominal wall in a likewise fashion with a combination of blunt and sharp dissection. This exposed the defect, which was approximately 12 x 10 cm in circumference. The defect was just above the edge of the previously placed mesh at the midline, extending from the upper edge of the mesh to the falciform ligament. In order to allow room for a large piece of mesh, the falciform ligament was taken down with a harmonic scalpel, thus freeing the anterior abdominal wall for a flush placement of mesh.¿ implant size and fixation: ¿a large piece of gore dualmesh plus was then cut with 4-6 cm overlaps over the edge of the defect circumferentially. Cv-0 gore-tex suture was placed at the four corners of the mesh. The mesh was rolled up and inserted in the abdomen through the left upper quadrant 12 mm port site. The mesh was unrolled and stay sutures brought up in all four corners and tied to the fascia externally through small stab wounds in the skin. This provided a nice flush placement of the mesh, covering the defect with the proper overlay circumferentially. The mesh was then further affixed to the anterior abdominal wall with endotacks. Representative images of all of these steps were saved. The areas of the serosal injuries were then reinspected again and no leakage of intestinal contents were noted. There was no nonviable intestine. The abdomen was deflated. The ports were removed. The 12 mm port site fascia was closed with 0-0 vicryl. The skin was closed with 4-0 monocryl subcuticular.¿ (B)(6) 2006: discharge summary: ¿on postop day 2 had temperature spike, secondary to atelectasis. Having some mild abdominal bloating.¿ explant #2 preoperative complaints: (B)(6) 2006: history and physical: ¿over last 24 hours has had increasing upper abdominal pain. CT shows residual air collection subdiaphragmatically on the right measuring 18 cm with a small amount of free fluid. Enteric contrast goes from stomach to residual stump of sigmoid colon with no evidence of bowel leak or injury. Temps of 101-103, white count 16,000 with left shift. Exam: ill-appearing female in moderate distress secondary to abdominal discomfort. Abdomen moderately and diffusely tender with no frank guarding, hypoactive bowel sounds. She has more free air in the abdomen than I would expect 8 days postop. This raises the suspicion for an occult bowel injury that is sealed. The small amount of free fluid present may also represent early abscess formation. Could also be due to atelectasis and reaction trans-diaphragmatically from this. Not in hemodynamic distress. Admit, IV antibiotics. Schedule diagnostic laparoscopy to visualize this air fluid collection as to its characteristic. Appears to be enteric contents. Will need open procedure with removal of gore-tex mesh. If it appears sanguineous or serosanguineous, will be cultured, irrigating clear and IV antibiotics continued.¿ explant #2 procedure: diagnostic laparoscopy converted to laparotomy with removal of mesh; abient irrigation of abdomen. Explant #2 date: (B)(6) 2006 [hospitalization (B)(6) 2006]. Procedure: ¿the left upper quadrant hasson port previously used was reopened and an [sic] hasson port placed. A large amount of purulence was noted coating the anterior surface of the stomach and the right and left lobes of the liver. This was directly adjacent to the previously placed mesh. N o succus entericus or other intestinal contents were noted. The procedure was then converted to a laparotomy for further exploration. This was done through an upper midline abdominal incision. The abdomen was opened. Mesh was removed. The abdomen was irrigated out with 6 liters of warmed normal saline. An inflammatory rind was noted on the anterior surface of the stomach and the liver in the subdiaphragmatic position. There were no intestinal contents noted anywhere. The small bowel was adherent to the stomach in this region. It was dissected off to assure there was no occult injury, which was being missed. No injury was noted either in the stomach or the small intestine. Additional adhesions throughout the entire abdominal cavity were lysed to assure there were no additional pockets of infection or evidence of intestinal leak. There were none. Another 2 liters of irrigation were used to irrigated [sic] the left subdiaphragmatic space, which had some additional purulence. Once this was clear, this area was inspected as well and no bowel or gastric injury was noted here. It is presumed that she had either a very small occult bowel leak that caused this infection or transdiaphragmatic seeding from her lungs from pneumonia that caused this infection. Whatever the case, no bowel injury was noted despite very careful inspection of the entire abdominal contents. The bowel was returned to the abdominal cavity and the fascia was closed in the midline with a running #1 looped prolene. The area of the previously repaired hernia was brought together with a little tension as possible using very wide, broad bites of suture. No mesh was placed due to the infection. Previous prolene mesh in the lower abdomen was left in place. It will be treated with antibiotics. Subcutaneous space was then irrigated copiously and its skin loosely approximated with skin clips and [intervening] ¼-inch plain nugauze packing.¿ (B)(6) 2006: pathology. (B)(6) 2006: ¿microbiology. Source: deep wound. Body site: abdomen. Final report: many normal skin flora isolated; few escherichia coli; few bacteroides thetaiotaomicron beta lactamase positive; few fusobacterium necrophorum beta lactamase negative.¿ (B)(6) 2006: ¿microbiology. Source: prosthesis. Body site: abdomen. Final report: >15 colonies escherichia coli; >15 colonies aeromonas species.¿ (B)(6) 2006: CT abdomen: ¿loculated fluid collection seen anterior to the right lobe of the liver, which very likely is loculated fluid and/ or postoperative hematoma or seroma. An abscess is considered unlikely. Also minimal fluid beneath the left anterior abdominal wall which is probably of benign etiology as well. Some mesenteric fluid is also present in the left midabdomen, but a definite abscess is not seen. There is subcutaneous emphysema, presumably postoperative.¿ (B)(6) 2006: discharge summary: ¿did well postoperatively on IV antibiotics. Expected ileus resolved. Was converted to oral antibiotics (augmentin). On hospital day 4 she began having shortness of breath and was found to have a large left pleural effusion. Continue wound packing twice daily with ¼-inch plain new gauze. Discharged.¿ relevant medical information: (B)(6) 2008: upper gi with small bowel follow through. Impression: ¿small sliding intermittent hiatal hernia. Duodenal diverticulum in second portion.¿ (B)(6) 2009: CT enterography. Subtotal colectomy for benign disease. Impression: ¿mild increased mucosal enhancement and wall thickening involving a long segment of distal small bowel to the ileocolic anastomosis. This appearance is nonspecific and can be seen with crohn¿s disease or other inflammatory or infectious processes.¿ (B)(6) 2009: laparoscopic ventral incisional hernia repair with 30 cm x 22 cm polytetrafluoroethylene gore dualmesh plus. [Implant #3: gore® dualmesh® plus biomaterial, 1dlmcp08/06451930, 26cm x 34cm x 1mm thick, oval]. [No allegations against this device - no mw ever sent.] (B)(6) 2009: exploratory laparotomy. Removal of previously-placed ventral incisional hernia mesh. Closure of small bowel perforation in the mid-jejunum with abdominal irrigation. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unknown. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.